Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
The pt had a 10x16 veritas patch implanted around the gastro-esophageal junction for repair of a hiatal hernia. In routine f/u with the physician approx one month post op, it was reported that the pt developed an inflammatory reaction around the veritas patch which obstructed his ge junction, causing the pt to retch and tear the diaphragm repair apart. The pt had a procedure to remove the veritas patch but continues to have problems. No add'l details are available.